Event description:
User facility states "iridex oculight gl failure to emit desired power during procedure. Reason for use: retinal detachment". User facility states "iridex oculight gl failure to emit desired power during procedure. Reason for use: retinal detachment."

Manufacturer narrative:
A failure analysis was performed on the returned device - serial number (B)(4). The unit was tested at setting given to iridex by the user facility. Initial investigation confirmed low power actual 160mw when set at 250mw. The error log showed error 5 (low power). The investigation confirmed low power 111mw when set at 250mw and tested with a lio. The laser head was determined to be out of alignment and sent to the service head room for investigation. The results of the head room laser diode meets power specs, vanadate crystal has mottling and a scratch and will be replaced. After the vanadate crystal is replaced the head is realigned and retested, and all optics are cleaned. Iridex has reviewed and updated its service process, procedures, and forms to ensure appropriate troubleshooting of returned product. Training has been conducted for service staff. Numerous attempts (both e-mails and phone calls) have been made to obtain further info regarding the incident and the pt's status by contact the user facility's filer of the medwatch report, (B)(4). To date, iridex has not received a response from user facility.